Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after the onlay implant, the patient experienced soft tissue mass, granuloma, redundant mesh, balled up mesh, infection, mesh embeded into fascia, recurrence, scar tissue, abscess, cyst, and diastasis. Post-operative patient treatment included revision surgery, removal of mass, hernia repair with new mesh, partial removal of mesh, umbilectomy, primary repair of diastasis of fascial edges, repair of defect with sutures, and wound vac placement.